Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited oversensing and noise on this right ventricular (rv) channel. Upon review, technical services (ts) stated that there were some recent ventricular tachy episodes from the arrhythmia logbook which showed noise on the rv lead with over-sensing indicating clear signs of rv lead impairment. Review of the lead trend graphs showed some variability in the rv pacing threshold and impedance measurements over the past year. The rv pacing impendence measurements were low, measuring at 200 ohms and the intrinsic amplitudes were showing variability. The rv shock impedance measurements were noted stable and within normal range. Ts recommended rv lead troubleshooting in clinic to review performance of rv lead in regards of lead integrity and lead replacement should be considered. Ts also suggested to consider an x-ray of the device and lead system for any visible problems or movement. This rv lead remains in service. No adverse patient effects were reported.